Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation by device') and pelvic pain ('persistent pelvic pain / pain') in a (B)(6) female patient who had essure (ess205) (batch no. 508290, 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, uterine fibroid, gravida ii, parity 2, adenomyosis uteri, uterine leiomyoma, anemia and ovarian cyst. Previously administered products included for an unreported indication: nsaid and acetaminophen. Concurrent conditions included anxiety, gerd, vitamin d deficiency, numbness, tingling, headache, chest pain, dysphagia and iron deficiency anemia. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced vaginal disorder ("vaginosis"), 5 years 6 months after insertion of essure (ess205). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)."). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure (ess205) was removed. At the time of the report, the perforation, pelvic pain, hypersensitivity, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, vaginal disorder, dyspareunia and vaginal discharge had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pelvic pain, perforation, vaginal discharge, vaginal disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test conducted. Previously reported as hysterosalpingogram done on (B)(6) 2006: results: device was successfully occluded. As per current follow up it is reported that she did not undergo essure confirmation test. Patient received treatment for events ¿ pelvic pain , abnormal bleeding, bladder or urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: device was successfully occluded. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : vaginal discharge, pelvic pain. Essure device perforation. Lot number: 508290 manufacture date: 2005/05 expiration date: 2007/04. Lot number: 508292 manufacture date: 2005/06 expiration date: 2007/05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2021: medical record received. Reporter information, patient medical history, product removal details added. Action taken with drug updated. Previously reported event pelvic pain updated to serious incedent due to essure removal . Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation by device') and pelvic pain ('persistent pelvic pain / pain') in a 33-year-old female patient who had essure (ess205) (batch no. 508290, 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, uterine fibroid, gravida ii, parity 2, adenomyosis uteri, uterine leiomyoma, anemia and ovarian cyst. Previously administered products included for an unreported indication: nsaid and acetaminophen. Concurrent conditions included anxiety, gerd, vitamin d deficiency, numbness, tingling, headache, chest pain, dysphagia and iron deficiency anemia. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced vaginal disorder ("vaginosis"), 5 years 6 months after insertion of essure (ess205). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)."). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure (ess205) was removed. At the time of the report, the perforation, pelvic pain, hypersensitivity, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, vaginal disorder, dyspareunia and vaginal discharge had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pelvic pain, perforation, vaginal discharge, vaginal disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test conducted. Previously reported as hysterosalpingogram done on (B)(6) 2006: results: device was successfully occluded. As per current follow up it is reported that she did not undergo essure confirmation test. Patient received treatment for events ¿ pelvic pain , abnormal bleeding, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: device was successfully occluded. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : vaginal discharge, pelvic pain. Essure device perforation. Lot number: 508290 manufacture date: 2005-05 expiration date: 2007-04. Lot number: 508292 manufacture date: 2005-06 expiration date: 2007-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.